Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.

Event description:
On march 4, 2008, it was reported to boston scientific corp that a pt underwent a therapeutic hydrothermal ablation (hta) procedure on the month before. According to the physician, the procedure appeared to go well. Immediately after the case, the pt complained of pain, which the physician thought was a normal association to the hta procedure. Approximately a couple of days later, the pt was admitted to the hosp complaining of pain in her abdomen. She was given antibiotics through IV (unk type) and released with a prescription of antibiotics (unk). On two days later, the pt was seen by the physician, and during visual examination, it was discovered that a thermal injury occurred where the hulka clip from a previous tibial ligation (procedure date is not known) and a fistula were located. The physician felt it was more of mild acute inflammation. The physician removed some tissue from the area, and this relieved the pain. On original date, the pt was seen for a follow up visit and is doing fine according to the physician. On sixteen days later, the pt was seen again by the physician complaining of pain with water discharge during bowel movement. The physician scheduled her for a hysterectomy next week. The physician stated that he could not understand what caused the event and is not sure if the hta procedure contributed to this event or not.